Event description:
Our rep. Is reporting to us that during an arthroscopic shoulder repair, a portion of the distal end, the ablation plate, of a p90 electrode broke off and into the patient's joint space. The fragment was easily retrieved and another same type device was used to complete the procedure successfully without further issue or harm to the patient.

Manufacturer narrative:
The complaint device was received and evaluated: a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Possibilities for this failure mode are: overloading and stressing of the distal tip during use, incorrect tolerance, wrong material specification, misuse; however, to date, the analysis of the complaint device for this failure mode has not been able to determine a specific root cause for the device's failure, and has also not been able to identify any generic root cause to explain the failure as a whole. Ongoing product problem investigations and corrective action activity have not yielded any failure reasons that are outside of the stated hypotheses. The failure mode and frequency rate for this device are well within the fmea risk analysis. Outside of continued analysis activity and trending, no further action is warranted at this time, however, if and when a definitive root cause can be determined, it will be noted in any future relative evaluation summaries.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.